Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30280867m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a female patient ((B)(6)) with history of previous cardiac ablation procedure, underwent an idiopathic ventricular tachycardia (idvt) ablation procedure in the right ventricle with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, ablation of premature ventricular contraction (pvc) was performed in the right coronary cusp, then in the right ventricle outflow tract (rvot). While ablating in the rvot a steam pop occurred, then an impedance spike was noted with an automatic smartablate cut-off. The patient then became hypotensive and cardiac tamponade was confirmed with intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was then taken to the operating room (or) to further intervention. The patient stayed hospitalized for at least one night versus same day discharge as originally planned. Patient¿s condition improved; however, current patient status is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with a brk transseptal needle. The smarttouch cathetrer was used at 30w with 17ml flow rate, perinstructions for use (IFU. Half-normal saline was in use for irrigation. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were: range 1.5 mm, time of 5 secs, force over time 25% @ 3 grams and 2mm tag size. No additional filters were used. Tag index was used prospectively as color option.